Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: null. Device history batch: null. Device history review: null.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the surgeon was performing a 2 level acdf procedure on patient at (B)(6) on the. A 7mm convex zero p va cage 04.647.137s lot:74p0202 was inserted and one 16mm screw was inserted. When inserting the second 16mm screw the surgeon noted that the plate was shifting. The screws were removed and it was clear the plate section of the implant had become disengaged from the cage. The plate was snapped back onto the cage and surgeon was happy to try to reinsert the cage. Nurse confirmed that the cage and plate locked back together. Once again upon reinserting the second screw the cage and plate disengaged and the surgeon had to remove the implant and uses an awl followed by the screw but due to the issues of the plate shifting. Surgeon also used a drill and guide, which was noted that while drilling the plate it did not shift, was during inserting the screw that this occurred and a new cage was inserted. Procedure was complete successfully with ten(10) minutes delay. Concomitant device reported: unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: unknown). Unk - drill bits: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk - cage/spacers. This is report 3 of 3 for complaint (B)(4).